Event description:
New information noted that the atrial lead was found to have insulation abrasion.

Manufacturer narrative:
Correction: previously reported g3 should have been 21 apr 2021 rather than 30 apr 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited episodes of noise oversensing causing inappropriate mode switch. The atrial lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.